Event description:
Attorney reported: 2004 - the patient had a composix e/x mesh implanted in his body to repair a hernia defect. In 2005 - the patient underwent surgery to repair a recurrent ventral hernia. At that time, the surgeon noted that the old mesh was rolled up. He cleared it of adhesions and re-sutured the mesh to the fascia. At approximately 7 months later, the patient again underwent surgery to repair the recurrent ventral hernia. The surgeon found that the edges of the patch had rolled away from the abdominal wall, which exposed the polypropylene to the omentum forming dense adhesions between the patient's omentum and the patch. The surgeon performed adhesiolysis and a resection of a portion of the omentum. Plaintiff has suffered and will continue to suffer physical pain and mental anguish.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time.